Event description:
It was reported that (1) device was used during an unk procedure. It was reported by the rep that the hp052 emitted a steady tone when used during the beginning of the case. The test tip was used and placed on the handpiece and the steady tone remained. Another device was used to complete the case. There was no consequence to the pt.